Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient who was in the ER. The following data was provided (customer¿s reference range is 0 to 0.033 ng/ml): (B)(6) 2022, sid (B)(6), initial result = 0.3 ng/ml. The critical result was reported to the physician and the patient was treated with heparin in the ER. The patient had a 2nd draw which generated a result of <0.1 ng/ml. The initial sample was then repeated generating results of 0.010 ng/ml, <0.010 ng/ml, and <0.010 ng/ml. It is unknown if there was impact to the patient due to the heparin treatment.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 35628un22 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 35628un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 35628un22. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 35628un22 was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.